Manufacturer narrative:
An electronic event file from (B)(6) 2015 at 6:03:29 am was reviewed. Six successful shocks were delivered to the patient. At 00:37:17 et (elapsed time) the device charged to 200j. A ¿shock fail¿ was then logged at 00:37:23 et, consistent with the paramedics¿ report. A seventh successful shock was then delivered at 00:38:54 et. The device and accessories were evaluated by a philips fse and the reported symptom could not be reproduced. The device and accessories were sent to the philips bench for evaluation. The reported symptom could not be reproduced by the bench technician. The therapy cable was sent for further evaluation by a philips quality engineer where no trouble was found. The device extended dumplog was reviewed by a philips software development engineer however the time of event had already been pushed out of the log at review. At the discretion of the bench technician and philips product support engineering, the therapy pca and therapy capacitor were replaced for preventative maintenance. The device passed all required performance assurance testing and was returned to the customer. Philips cannot determine the cause as the reported symptom could not be reproduced.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that while en route to the hospital during a patient event, the mrx defibrillator dumped the charge and read "device failure". The paramedic charged the device again and successfully shocked the patient, with no changes in rhythm. The patient had been successfully shocked 6 times prior to the alleged equipment failure. The involved patient was in vfib and remained so throughout the duration of the call. There was no allegation that device behavior impacted patient outcome. The crew stated that at no time was patient care compromised. The patient was pronounced with an asystolic rhythm in the ER. Resuscitation was terminated due to medical control order.